Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. The first out of range was found two years ago and the physician has been monitoring it since. Boston scientific technical services (ts) discussed that it is on physician discretion for monitoring, trouble-shooting or sync commanded shock to test true shock impedance but it is a risk that it may go down and then back up again. This device remains in service. No adverse patient effects were reported.